Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a prostatectomy procedure, the arm cart assembly (aca) suffered a strong collision and got blocked. The patient was in the operating room and under anesthesia when the issue occurred. There is no injury to the patent. The physician continued the procedure with the other 3 arms while rebooting.

Manufacturer narrative:
H3 and h6: annex b, annex c, annex d and annex g have been amended. Device evaluation: medtronic led an evaluation of the field service notes and associated device data for the reported arm cart assembly (aca). Review of the field service notes indicates the field service engineer (fse) visited the site to reseat the instrument drive unit (idu); however, the aca could not be calibrated. After tests and troubleshooting a failure was identified in the z-slide, requiring its replacement. The z-slide was replaced which resolved the malfunction. The aca is now operational and functioning as expected. Evaluation of the device data indicates that the aca experienced a cascade of failures around joint 6 communication and motor torque and position failures. The following error codes were observed: ¿ra(robotic arm) joint force measurements marked invalid¿; ¿ra brake state check¿; ¿ra motor state check¿; ¿idu(instrument drive unit) motor torque plausibility check¿; ¿idu latency marked as invalid¿; ¿idu current marked as invalid¿; ¿idu theta marked as invalid¿; ¿idu hall position marked as invalid¿; ¿idu torque sensor marked as invalid¿; and ¿idu torque sensor validation¿. Evaluation of the arm cart assembly confirmed the reported condition. The root cause of the observed errors was determined to be related to connectivity issues between the z-slide and instrument drive unit (idu). This is traced to device design such as small movements in the connector due to impact or an inadequate strain relief that cause the contacts to shift onto regions of the mating contacts that are contaminated with flux, which prevents electrical conductivity. Additionally, damage to the assembly fixture pin allowed too much interference between connector components, leading to connector damage and loss of connectivity. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a prostatectomy procedure, the arm cart assembly (aca) suffered a strong collision and got blocked. The patient was in the operating room and under anesthesia when the issue occurred. There is no injury to the patent. The physician continued the procedure with the other 3 arms while rebooting.